Event description:
Physicist reports entrance dose to high.

Manufacturer narrative:
Field service engineer measured fluoro dose per chapter 2.7 of the service manual with rad check plus, calibration date 2008. Reading obtained was 9.4 r/min which is within specification. System was also checked by hospital's bio-med with the hospital's test equipment and the reading was 9.88 r /min. Fse called and talked with testing physicist with alliance medical physics. They were not sure what the reading was at this time and said to document lf fse findings and give them to facility biomed. System returned to full service by the customer.